Event description:
It was reported during an atrial lead revision, an insulation anomaly was observed on the rv lead. The physician placed a silicon tube over the lead. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.